Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was lost in the primary screen, it spontaneously went to blue screen. Therefore, there was loss of image.